Manufacturer narrative:
(B)(4)

Event description:
It was reported loss of capture was observed in the right atrial lead. The lead was also found dislodged. No symptoms were reported. The lead was capped. The patient condition was stable.